Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via the log file review. The log file spanned approximately 9 days ((B)(6) 2021 per the timestamp). A no external power alarm activated on (B)(6) 2021 at 06:24 due to the rsoc voltage diminishing to ~0v while the device was connected to a mobile power unit. The backup battery was able to provide power to the pump during the alarm. The alarm resolved shortly after the device was reconnected to power. No other notable alarm was observed. The mobile power unit, serial (B)(4), was not returned for analysis. Additional information on (B)(6) 2021 stated that the no external power alarm was due to loss of power at the patient¿s house. A root cause of the reported event was determined to be power outage at the patient¿s house. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use (rev. A) section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. C) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshooting alarms including no external power. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. ( was shipped to the customer on (B)(6) 2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Related manufacturer report number: 2916596-2021-01263. It was reported that the patient was seen in the clinic with an lvad fault alarm and the speed was running at 5000 rpm when the set speed in 5200 rpm. The speed was unable to be increases and hematocrit could not be adjusted. The log file captured a pump communication event on (B)(6) 2021. This error continued to occur throughout the remainder of the log file. This communication error can be cleared by power cycling the pump by disconnecting and reconnecting the driveline. The fault cleared after resetting the pump. The patient was asymptomatic at the time of these events. Further review of the log file revealed no external power on (B)(6) 2021 at 06:24 due to rsoc and bus voltage diminishing to ~0v while the device was connected to a mobile power unit (mpu). This is consistent with mpu power cord disconnecting from the device itself or ac wall outlet.